Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use the clip arms jumped open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted successfully. A second mitraclip delivery system (cds)was advanced however when in the left ventricle, the clip was difficult to open; the lock lever was retracted past the blue line and when opening the clip with the arm positioner the clip jumped open to 180 degrees. The clip was implanted without further issues. By the end of the procedure, a total of three clips were implanted, reducing mr to 2. The patient is stable. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip jumpiness and difficulty to open the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.